Event description:
An ophthalmologist reported that following an intraocular lens (iol) implant procedure, the patient developed inflammation requiring steroid treatment. The symptoms resolved. There were three cases of this type that occurred in total. Additional information has been requested. There are three medical device reports associated with this report. This report is for the third case.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; the lens remains implanted. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Additional information has been requested but not received to date. (B)(4).

Manufacturer narrative:
Additional information: this MDR 1119421-2015-05317 is being cancelled due to additional information received from the reporting facility. (B)(4).

Event description:
Additional information was provided by the reporting facility that stated there were two cases reported instead of three; therefore the third case is being canceled. This medwatch report is for the third case and will be canceled.